Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-01398. Additional information revealed that patient had a fall which caused the anchor to move out of position and snap the lead. In turn, one lead and one anchor were explanted and replaced. Patient has effective therapy postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-01398. It was reported the patient experienced pain at the midline incision site. Reportedly, the physician believes the swift lock anchor is out of position and superficial. X-rays were ordered to further evaluate the issue. Surgical intervention may be undertaken as the next course of action.